Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved will not be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported the vent was pulled out of the set when the cap was opened causing a chemo spill of ketruta. Nurse manager explained they normally open vents on all drugs, as they can not get the bags to give the entire fill of the bag if they do not. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.